Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: kubo, s. Et al (2017). Very long-term serial luminal changes after sirolimus-eluting stent implantation and progression process of very late stent failure. Cardiovascular revascularization medicine, (1553-8389). Complaint conclusion: as noted in the literature publication, very long-term serial changes after sirolimus-eluting stent implantation and progression process of very late stent failure. Eighty three events of very late target lesion revascularization in the acs group of patients treated with ses (cypher; cordis, johnson & johnson, (B)(4)) implantation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As noted in the literature publication, very long-term serial changes after sirolimus-eluting stent implantation and progression process of very late stent failure. Eighty three events of very late target lesion revascularization in the acs group of patients treated with ses (cypher; cordis, johnson & johnson, (B)(4)) implantation.